Event description:
Healthcare professional reports one incident of a pt reaction with the psn 170 dialyzer. Upon initiation of treatment, pt exprienced coughing, difficulty breathing, wheezing, tightness in the chest, stuffy nose, vomiting, and hypotension (120/90) and hypertension (220/130). Pt was administered 1 mg epinephrine, 50 mg benadryl (route unknown), 250 mg solucortef, and 4 l oxygen via nasal cannula. Symptoms resolved within five to ten minutes and treatment was stopped.